Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with mild tortuosity, moderate calcification and 90% stenosis. A 3.0 x 15 mm trek balloon catheter was selected for pre-dilatation. There was no resistance during advancement to the target lesion. The balloon ruptured during the first inflation at 2 atmospheres (atm). Pre-dilatation was performed using a new trek balloon of the same size and the procedure was completed after stenting. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.